Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Investigation conclusion pending.

Event description:
Stryker rep reported that an exeter stem, alumina head and liner were revised due to fracture.

Manufacturer narrative:
An event regarding crack/fracture involving a unknown ceramic head was reported. Examination of the returned device confirmed the event. Method & results -product evaluation and results: visual inspection of the returned device noted the following: approximately 95 percent of the head was returned for analysis. Hackles were observed on the fracture surface of the head, indicating the device fractured in overload. Additionally, the head fragments generally fractured longitudinally through the taper region of the head. This type of longitudinal fracture pattern is consistent with overload hoop stresses caused by the wedge effect of the stem trunnion. It could not be determined if a circumferential metal transfer ring was present at the proximal end of the head taper, due to 100 percent of the head not being returned for analysis. A circumferential metal transfer ring indicates proper seating between the head taper and stem trunnion. Material analysis of the returned device noted the following: the head fractured due to an overload condition. Eds showed the stem was consistent with astm f1586 alloy and the samples of debris were consistent with chromium oxide, iron oxide, biological material and the stem base alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: not performed as no medical information was received for review -product history review: not performed as the device lot details were not provided. -complaint history review: not performed as the device lot details were not provided. Conclusions: material analysis of the returned device concluded the following: the head fractured due to an overload condition. Eds showed the stem was consistent with astm f1586 alloy and the samples of debris were consistent with chromium oxide, iron oxide, biological material and the stem base alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Stryker rep reported that an exeter stem, alumina head and liner were revised due to fracture. Update 05 march, 2019: material analysis of the returned devices concluded the following: the stem fractured in fatigue, with the fracture origin occurring at or near the location of the prehension hole. The head fractured due to an overload condition. Eds showed the stem was consistent with astm f1586 alloy and the samples of debris were consistent with chromium oxide, iron oxide, biological material and the stem base alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined.